Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer had not tested blood glucose (bg) level; however, customer does not believe bg levels have been impacted. The customer was able to load a new cartridge successfully.